Event description:
It was reported that they are returning their unit for service. Description of failure: repair of unit. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 08/29/2007. Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require: pump wire modified, software modified, label/overlay replaced, ground wire hardware modified, uniboard modified, electrical upgrade performed, mechanical upgrade performed, defective fastening material replaced, lemo footpedal connector secured with loctite 242, mains socket bonded with epoxy, defective electrical connector replaced, defective vso replaced, unit cleaned. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. Testing included: functional test performed, functional test according to test procedure, electrical safety test, accessories checked.